Manufacturer narrative:
No patient sample was available for in-house testing. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality/complaint metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53.

Event description:
The customer suspects that a patient sample (ID (B)(6)) s falsely reactive for hbsag. Architect hbsag qualitative ii results were 1.28 and 1.25 s/co (reactive). Architect hbsag qualitative ii confirmatory testing was reactive. The sample tested nonreactive at another laboratory using an alternate method (not specified). No adverse impact to patient management was reported.